Manufacturer narrative:
There was no device returned for investigation. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. The event description states detached polymer collar. Based on the event description, it is likely that there was a delamination of the half pipe lumen from the push rod however without product evaluation, it is undeterminable on the type of damage noted on the polymer collar a nonconformance request was initiated to investigate the complaint issue. A supplier manufacturing/process issue was noted with the trapliner backbone in addition to operational use of the catheter in the procedure. A supplier corrective action has been issued to capture changes. Teleflex will continue to monitor and trend reports for any similar events.

Manufacturer narrative:
Manufacturing record was reviewed. There were no nonconformance related to this lot, therefore, supporting the device met material, assembly, and performance specifications. A follow-up report will be issued after the investigation is complete.

Event description:
As reported, trapliner balloon popped. Unsuccessful attempts have been made to obtain additional information.